Event description:
Blood glucose tests were performed on a pt. At 7:44 pm the result was 441 mg/dl. At 7:55 pm the result was 507 mg/dl. At 8:05 pm a lab test performed and the result was 258 mg/dl. The customer stated the customer may have been given novolg at 8 pm. Controls were open longer than 3 months. A request was made for the return of the suspect device, the customer declines product replacement.